Event description:
It was reported that during preparation of a chronic catheter placement procedure, the needle tip was allegedly damaged. The procedure was completed by replaced with another device. There is no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a chronic catheter placement procedure using navarre opti drain catheter. Prior to the procedure, the needle tip was allegedly damaged. The procedure was completed by replaced with another device. There is no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows a clinician holding the catheter in hand, partial view of the catheter is visible, the distal end of catheter where the trocar needle can be noted to be protruding. No anomalies can be seen on the needle tip. Therefore, the investigation is inconclusive for reported defective component and needle tip damaged is inconclusive as the provided photo of catheter was partially view and difficult to confirm the length issue without physical sample. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.